Manufacturer narrative:
Results: inherent risk of procedure (myocardial infarction and death). Conclusions: inherent risk of procedure (myocardial infarction and death). (B)(4).

Event description:
During index procedure the patient had one endeavor sprint drug-eluting stent implanted in the mid rca and one endeavor sprint drug-eluting stent implanted in the lad. Approximately 8 months post index procedure the patient suffered an mi and cardiac death occurred. The reported mi was unrelated to the target vessel. The investigator indicated that the mi and death were unrelated to the study device.